Manufacturer narrative:
The patient specimen was collected in a 5 ml edta vacutainer tube and sampled within 24 hours of collection. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. The raw data provided was analyzed by the algorithm group and the report stated that "the secondary population is thought to be another mature red blood count (rbc) population. Consequently, the retic% is under recovered. Heavy overlap of both mature and immature rbc prevent the proper recovery of reticulocytes." Service was not dispatched for this event. The root cause is attributed to the algorithm not being able to discriminate rbc and retics in the specimen. Additionally, per labeling, limitations listed for the retic parameter include that hemoglobinopathies may affect the accuracy of the reticulocyte enumeration.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a patient with pyruvate kinase deficiency (a metabolic disorder of red blood cells that resemble a hemoglobinopathy) had erroneously low retic % results generated by the unicel dxh 800 coulter cellular analysis system with no instrument generated flags. The erroneous results were reported out and were questioned by the physician. The sample was sent out to a reference hospital and a manual reticulocyte count was performed giving a corrected result of 37.6%. Amended reports were issued. No death, serious injury, or change to patient treatment was associated with this event.